Event description:
A patient reported experiencing a rash after wearing a four (4) panel abdominal binder following hernia surgery. Patient reportedly has an adhesive tape allergy and this information is noted on patient's chart. Patient reportedly has washed three (3) times to try to remove the itch and it was not helping. Patient wanted to know if company staff could recommend something in which to wash the product. Patient called doctor who instructed patient to use benadryl for the rash until follow up visit in 3/2002. Replacement products will be sent.